Event description:
The customer, a biomed, contacted physio-control to report that their device was not completing the charge when attempting to defibrillate. He also observed that there were therapy related event codes in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported device failure to charge energy. However, physio found a failure of the u6 ic chip and event codes logged in the device memory.